Manufacturer narrative:
(B)(4). Maude report number: mw5064415 patient information not provided incident date was not provided. Implant and explant date were not provided. Lot number not provided UDI not provided re-processing information not provided report was received via a medwatch with no facility information since the lot number was not provided, this information cannot be determined occupation of initial reporter not provided.

Event description:
According to the reporter, the physician was performing a total laparoscopic hysterectomy. Physician was closing the vaginal cuff using the device and a suture reload. The suture needle appeared to break. Part of the needle remained in the device. Unable to locate the other part. Md explored abdomen and irrigated with successful results of finding the metallic tip. Xray was done per policy and reported that a 4mm metallic density overlying the pelvis just right of midline.